Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that intermittent altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Additionally, it was reported that a cartridge alarm occurred indicating that the cartridge was over-filled despite the customer filling the cartridge with 300 units of insulin. There was no reported adverse impact to customer's blood glucose level. Reportedly, customer loaded a new cartridge to resolve the issues. Reportedly, customer continued using pump for insulin therapy.